Event description:
Customer reported that she was hospitalized for non-diabetes related issue. Customer stated that while in the hospital he developed high blood glucose and was treated in the hospital. The blood glucose reading at the time of hospitalization was 309 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with normal operation currents and no unexpected off no power, low battery alarm, or blank display noted. Unit had button error alarm due to corroded keypad traces and broken battery tube threads.